Event description:
Caller reported damage to pump housing and usb, specifically around the usb port and its pins. There was no adverse impact to the customer¿s blood glucose level. Technical support was involved to resolve the issue by replacing the pump, although the pump had not shut down due to the damage.